Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 code p on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2013 due to pain.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015 the devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to pain. No x-rays were provided surgical report: the implantation notes of the hip stated that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. Visual examination: during the visual examination the durom acetabular component presented multiple concentrated areas of third party material growth are present throughout the porous coating, scratches and third body particles present on the articular surface. Chipping present on the fixation scallop and rim segment and scratches were also present on the rim. Metasul ldh large diameter head presented minimal third body particles present on the taper cavity floor metasul ldh head adapter presented third body material on the inside and outside face the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. (B)(4).